Event description:
Mps reported acetabulum appeared to be reamed in the tha software despite no reaming actually being done. Issue occurred on monday, 5/15. Mps' manager is requesting a service visit. I confirmed with mps that the reamer handle checkpoint passed both before and after this observation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported acetabulum appeared to be reamed in the tha software despite no reaming actually being done. Issue occurred on monday, (B)(6). Mps' manager is requesting a service visit. I confirmed with mps that the reamer handle checkpoint passed both before and after this observation.

Manufacturer narrative:
Reported event. An event regarding inaccurate values/visuals involving a mako tha software was reported. The event was confirmed. Method & results. -product evaluation and results: review of the case session files noted the following: the reamed appearance of the virtual bone is created by subtracting the reamer center point from the virtual bone. Without a list of the reamer center position during reaming the virtual resection cannot be created on screen. In the tha 4.0 application there are several preconditions to writing the reamer center positions: the user must be in the reaming page; the user must have the reamer center point within the stereotactic field. Notice it is not necessary that the reamer shaft be attached. This reamer center point is a virtual point determined by the end effector constants loaded during robot registration. The mics does not need to be triggered nor does the mics need to be on the end of arm. The bone preparation page was entered to align the robot to the patient. The surgical staff must have used the reamer shaft to pass the tool checkpoint required to enter the reaming page then removed the reamer for the patient alignment part of the workflow. The surgeon aligned the arm to the patient by adjusting the robot¿s position by using the end effector without a reamer shaft. The robot was being moved and the camera was flickering on and off as evidenced by the lift mechanism warnings, and camera on off warnings in the logs. The logs indicate that the stereotactic alignment zone was entered virtually, and the mics was enabled indicating that the reamer center point could be recorded, and it was recorded. The mps had the camera view open to see if all the arrays were visible. This pop-up obscures the virtual 3d model of the bone. As the mps moved to adjust the camera position no one was looking at the virtual bone one screen. The mps moved to the camera stand to adjust the camera while the surgical staff aligned the robot to the patient. The surgeon moved the end effector unintentionally into the stereotactic field while the camera was flickering on an off because the base array was at the edge of the camera field of view. A burr list was recorded which represents virtual reaming not actual reaming as the mics was not triggered and the reamer shaft was not attached to the end effector. Upon subsequent entry into the bone preparation page after the surgeon checked the implant plan the surgical staff noticed that the acetabulum had been virtually reamed. Taking the reamer checkpoint away from the patient may have led to the need to re-adjust the camera position during the patient alignment part of the workflow. From the interoperative results there is no indication that system was performing outside of its specifications. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: successfully performed pm service. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. No defects found. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records showed inspections were completed with no reported discrepancies. -complaint history review: a review of complaints shows no other similar complaints for tha software - inaccurate values/visuals. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed as unintentional user error. In addition, the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.